Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the contact stated customers pump is working as expected and declined further follow up from tandem technical support.